Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between the sensor glucose readings versus the blood glucose readings. Customer's sensor was noted to be reading 72 mg/dl while the blood glucose reading is 149 mg/dl. Customer's sensor glucose readings were not trending in the direction of the blood glucose values. No further information reported.